Event description:
Pt reports having down occlusion errors with pump. She received new pump and still had error even after changing needle set and tubing. She said in the past she was able to change down occlusion setting and it helped. Pt states the last 2-3 treatments as soon as she ramps up to the 5th injection rates she get down occlusion messages. She just let it run beeping the whole time. Serial number not provided. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; what is the outcome of the event? Resolved.